Event description:
It was reported by service report that the bed had no power, and was stuck at mid height; the power cord was cut with exposed wires, and the footboard had broken module tabs. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Results: power cord was cut with exposed wires, and no power to bed. Lifts were stuck at mid height, and the footboard had broken module tabs.